Manufacturer narrative:
The customer reported of intermittent communication loss on all bedside monitors on a central nursing station (cns), they stated that they were monitoring nineteen bedside monitors in the covid ICU area and they saw seeing intermittent communication loss on the central nursing station (cns). The communication loss was intermittent and it affected all monitors on this central nurse's station (cns). The customer stated that it happened 3-4 times in a couple of minutes. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported of intermittent communication loss on all bedside monitors on a central nursing station (cns), they stated that they were monitoring nineteen bedside monitors in the covid ICU area and they saw seeing intermittent communication loss on the central nursing station (cns). The communication loss was intermittent and it affected all monitors on this central nurse's station (cns). The customer stated that it happened 3-4 times in a couple of minutes.